Event description:
It was reported by getinge field service engineer that, the cs100 intra-aortic balloon pump (iabp) unit is not switching on. No one was harmed onsite.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4,g2,g3,g6,h2,h10,h11.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. When switching on the machine display blinks for less than second. Further checked the machine and found 5v,12, & 29v not coming from power supply assy. So power supply assy is defective. Replaced the power supply assy then checked the machine and found machine is switching on. Perform all the pneumatic functions tests, all tests are passed. All parameters and functions are working properly. Machine working ok. Handover the machine to user in good working condition.

Event description:
N/a